Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that the blade broke during a total hip replacement procedure. It was further reported that the blade broke during cutting of the femoral neck. It was also reported there was a five minute delay. It was further reported that there were no adverse consequences as a result of this event and that the procedure was completed successfully.